Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified radial vein of the forearm. A 6.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.